Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted to treat vaginal vault prolapse, stress urinary incontinence, cystocele and rectocele. It was also reported that patient underwent posterior vaginal repair on (B)(6) 2003 and (B)(6) 2004. It was further reported that patient underwent mesh revision on (B)(6) 2012. Additionally, on (B)(6) 2013, the patient underwent a mesh removal.

Manufacturer narrative:
(B)(4)